Manufacturer narrative:
Interrogation of the pump determined it was used to infuse dilaudid (hydromorphone) [8.0 mg/ml] at 0.0483 mg/day and bupivacaine [30.0 mg/ml] at 0.181 mg/day. The initial printout of the pump logs indicated that the elective replacement indicator (eri) occurred on (B)(6) 2016, and after the pump had been explanted. A lab failure was seen during analysis decontamination; a low battery reset occurred. Destructive analysis of the pump identified high resistance across the battery. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Event description:
The patient's pump was returned to the manufacturer for disposal without a complaint.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The indication for use of the device was non-malignant pain and post lumbar laminectomy syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.